Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-01526.

Event description:
It was reported that patient underwent left total hip arthroplasty and subsequently, 19 years later is experiencing pain and was told the liner and ball are worn out. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: part: 13-104156, m/h 3hole rlc shl nrs 56mm/l24, lot: 796320 , part: 11-104113, mlry-hd por fmrl 13x170mm, lot: 086540 , part: 163625, cocr modular head, lot: 021790. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.